Manufacturer narrative:
Tracking number: (B)(4). (B)(6).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure: anterior and posterior colporrhaphy with transobturator tape. At the same time surgery was performed for: pre and post-operative diagnosis: stress urinary incontinence. Name of procedure: transobturator tape, subfascial hammock urethropexy. Pre-operative diagnosis: recurrent stress incontinence, cystocele, and rectocele with aortic regurgitation. Post-operative diagnosis: recurrent stress incontinence; recurrent cystocele; tricuspid and aortic valve insufficiency; bladder scarring.